Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical investigation concluded that the retained implant is implantable and retained in the bone, therefore, micro-motion or migration of the retained implant is unlikely. It was reported the procedure was completed with a back-up device with a delay equal to or less than 30 minutes. Since no patient injury or other complications were reported, no further clinical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during arthroscopy (acl or other) procedure, four sutures from the footprint ultra pk suture anchor 4.5 came out of the implant and the implant remained in the patient's bone. A different implant was used to make the row. The procedure was completed with a backup device with a delay equal to or less than 30 minutes. No patient injury or other complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.